Event description:
The customer reported experiencing high blood glucose and she can smell the insulin. The caller stated that the insulin leaked into the reservoir compartment. The blood glucose reading at time of call was 129mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.